Event description:
The trendelenburg and reverse trendelenburg ceased to function on this bed.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The tech replaced the trendelenburg mount and retainer in order to resolve the problem.